Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for check up after experiencing a syncopal episode. Upon interrogation, the right ventricular lead exhibited high capture threshold and loss of capture. It was noted that there was no dislodgement but original lead implant location was poor. The lead was explanted and replaced without any adverse event. The patient was stable before, during and after the procedure.